Event description:
It was reported that the catheter broke in (B)(6) 2013 after the patient slipped on ice and fell, ¿we didn¿t do nothing about it until april.¿ the patient knew ¿within a week¿ that the fall had done ¿something to the pump¿ because he could ¿feel a difference,¿ it was not reported what the ¿difference¿ was. The patient ¿never went to the doctor until it was time to refill the pump in (B)(6),¿ at which time they ¿found out that the catheter broke.¿ no diagnostics were reported; the date of the refill was not reported. On (B)(6) 2013 the patient went for an outpatient, four hour surgery and ¿was supposed to¿ go home that day. The pump drug dose was not turned down when they reconnected the catheter which ¿completely paralyzed [the patient] again¿ and ¿they almost killed¿ the patient. It took ¿a whole day to come to turn the damn pump down far enough, turned the pump off where [the patient] could actually move again.¿ it was noted that "it" started to resolve a month and a half later; the patient was ¿kind of getting back to here he could walk again.¿ the patient had a dose increase clinic visit on (B)(6) 2013 and wanted the healthcare provider (hcp) to ¿turn it up,¿ noting ¿it¿s so damn low it doesn¿t do any good" and the hcp ¿could only turn it up twenty percent of what it was.¿ regarding therapy, it was stated ¿it¿s doing alright¿ but the patient was ¿taking twice amount of pills that I, you know, but anyway,¿ it was unclear what was meant by that. The patient was also looking for a new hcp to manage his therapy. The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n302487012, implanted: (B)(6) 2011. Product type: catheter: product ID 8 709sc, lot# n286280011, implanted: (B)(6) 2011, explanted: (B)(6) 2011. Product type: catheter. (B)(4).